Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) due to a syncope episode. Upon review, the lead was found exhibiting loss of capture (loc) and high pacing impedances out of range leading into the lead safety switch (lss) triggered. A x ray was performed and appeared to demonstrate possible lead fracture near suture sleeve. Subsequently, the rv was revised and during the procedure the issue was identified to be a 90 degree angled bend in the rv lead that was positioned behind the device can and obstructed from imaging. The physician determined this to be the cause of lead issue. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.